Manufacturer narrative:
On (B)(6) 2020 the consumer has accepted the replacement product. Therefore, the consumer will not be sending the product to the manufacturer for an investigation.

Event description:
On (B)(6) 2020 the consumer claims the seam on the sparked and flames the wire. As a result the product burned. The consumer accepted a replacement product.